Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. Neither samples or pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode "cassette was damaged or defective" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined."

Event description:
It was reported that had an issue with her infusion pump. After preparing a cassette for infusion, an alarm was encountered indicating ¿no disposable, pump won¿t run¿. Despite verifying that the cassette was correctly attached to the pump and attempting to run the pump again, the same error message was displayed. There was patient involvement, and no patient harm/adverse event reported.